Event description:
It was reported that following an unrelated procedure, the patient's right ventricular lead exhibited over-sensing, resulting in pacing inhibition. Corrective programming changes were made but the patient later became syncopial. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was stable throughout